Manufacturer narrative:
This report has been identified as event three b. Braun inc. Internal report # (B)(4). Four (4) used contaminated samples were returned for evaluation of this complaint. The used samples were visually examined under magnification and there was a crack seen on the threads of one of the four care site valves. Two of the samples appeared to have the male connector broken off in the care site. Could not decontaminate any of the samples to the point where physical testing could take place. Customer's complaint is justified. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by user facility: event 3. Reports witnessed patient in dialysis receiving infusion/transfusion blood was leaking out of the port site sides it appeared. Noted to have happened approximately 5 times. No patient injury.